Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient's implantable neurostimulator (ins) was reported to be "in overdischarge (od)". It was further reported that the od state was due to "patient compliance". It was noted that telemetry between the patient's ins and the recharger, patient programmer, or clinician programmer was "not possible". It was further noted that the antenna locate feature "did not result in power on reset" and the best they "could get was 70". The patient's ins was additionally reported to have been "a little tilted as well". It was reported that a physician mode recharge was unsuccessfully attempted for one hour. It was noted that the patient "opted to discontinue the attempts". It was also noted that this was the "second episode" of the patient's ins going into overdischarge. It was reported that the patient's ins was explanted and replaced. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension . Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3550-14, lot# n320728, implanted: (B)(6) 2012, product type: accessory. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count prior to receipt in the analysis lab is 2. The last recorded recharge session done while the device was implanted was on the default date (B)(4) 2000. The battery was recharged for 38 minutes from 1.965v to 3.385v. The prior charge date is (B)(4) 2012 and lasted for 6 minutes. The battery level remained at 3.460v. The ins was recharged for analysis at body temperature. A normal recharge started automatically after a physician mode recharge with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 6 hours and 20 minutes from 2.515v to 3.940v. Charging was interrupted to obtain the ir and trace report. Charging resumed for 11 minutes bringing the battery voltage to 3.945v. Battery discharges rapidly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.